Event description:
Customer reportedly received result of 2 mmol/l on compact plus system 1 and result of 6.8 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 2.